Event description:
A pt was fitted with a tissue expander which was inflated to 80cc. Forty days later the tissue expander was removed due to infection. It was found to have a hole and silicone had leaked into the pt's right arm.